Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd). The patient was hospitalized for this event. The patient was treated with injections of fortum (1gm per day) and reflin (1gm per day). Also, the patient was treated with intraperitoneal (ip) heparin (dosage not reported). The cause of the peritonitis is unknown. At the time of this report, the patient was still hospitalized for this event. No additional information is available.